Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where infusion set was inserted without removing the needle guard. The event occurred on 26-aug-2024. Patient also experienced high blood glocse level. Blood glucose level was 400 mg/dl at the time of the event. No further information was available.